Event description:
Additional information noted that the dislodgment of the pump was described as the pump was flipped.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant product: catheter: model 8709sc, serial# (B)(4), implanted: (B)(6) 2010. (B)(4).

Event description:
The patient experienced intermittent failure of the baclofen therapy with baclofen underdose symptoms. X-ray performed (B)(6) 2012 revealed, 'incompletely delineated tubes over cervical and upper thoracic spine' and pump was ¿seen from l4-l5 to t8 with no discontinuity of the tubing.' Based on the x-ray it was noted the pump was dislodged. On (B)(6) 2012 the patient underwent surgery to reposition the pump and during the surgery it was observed that the catheter was kinked. A section of catheter tubing was removed (unknown the length or amount removed) and the catheter was repositioned. The patient recovered without sequela. The pump contained lioresal at the time of the event.